Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the haptic broke. The lens was removed with no pt injury. The reporter stated that cause of the broken haptic may have been the technician may not have used enough lubricant during the loading of the lens.